Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels due to needing adjustments to low bg alert settings. Customer's bg was between 43-60 mg/dl and was addressed by consuming carbohydrates. Tandem technical support assisted customer in adjusting alert settings to 100 mg/dl and advised customer to consult their healthcare provider regarding settings adjustments.